Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. A low battery alarm was not verified during evaluation; however, an f-50 (master cpu received a trap interrupt) alarm was identified during functional testing and the review of the alarm log. The cause of the f-50 alarm was determined to be a damaged central processing unit (cpu) board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a low battery alarm. This occurred before patient use. There was no patient involvement. No additional information is available.